Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. A lead revision was performed, and after further interrogation and x-ray imaging, it was suspected the lead migrated from the implant position. There is no evidence to suggest that an intervention has been performed. No additional adverse patient effects were reported. At this time, no further information is available. Evidence suggests that this lead remains in service.